Manufacturer narrative:
(B)(4). Batch # unk the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: these questions concern medwatch (B)(4). What part of the device ¿broke into pieces'? Did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off? Did the detached part fall into the patient? Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient? Is this device available to be returned for evaluation?

Event description:
(B)(4).